Event description:
It was reported that this pacemaker device exhibited oversensing and noise on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated there were characteristic of minute ventilation (mv) sensor signal. There was an atr episode, however different kind of noise was noted. This noise could potentially point towards a potential integrity issue of the atrial lead. Ts recommended continue monitoring the patient on latitude on potential ra lead noise and to perform isometrics of the arm when the patient is in-clinic. This device remains in service. No adverse patient effects were reported.